Event description:
It was reported from (B)(6) that the compact air drive device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the motor on the device had low power. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the motor was worn and the power was too low. The assignable root cause was determined to be due to improper care and maintenance. This was further defined as misuse, abuse and user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.